Manufacturer narrative:
Additional information has been provided in g.1, g.3, h.6 and h.10. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the iop control on the system was not working as expected during multiple vitrectomy procedures. During vitreous removal with the cutter, infusion did not start and the eye started to collapse. The surgeon started the infusion by manually pumping the infusion line. The procedures were completed without harm to the patient. Additional information is not expected for this report. This is 3 of 3 reports being filed from this facility.